Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct on an unknown date. During the attempted deployment, the scope position was short. According to the complainant, the physician was deploying the wallflex¿ biliary rx stent and attempted to reconstrain to reposition the stent. The physician was unable to reconstrain the stent. As a result, the partially deployed stent was removed from the patient. The procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.